Manufacturer narrative:
Additional information : the device was manufactured from august 1, 2018 - august 2, 2018. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. Based on the functional flow rate test result, the folfusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused while in use on a patient; further described as the device ¿did not release the solution containing anticancer chemotherapy (non-baxter) according to the intended scheme¿. It was further reported that the patient¿s PICC (peripherally inserted central catheter) was patent and functioning at the beginning and a post-removal of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.